Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Concomitant medical products: 200h16 tissue valve, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were high thresholds, intermittent capture at 7.5 volts and a confirmed fracture. It was further reported there was undefined high impedance. The epicardial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.